Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). Specific actions for both reported failure modes are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use was observed. There was no evidence of blood detected. The heater wire was observed to be flexed away from the hot jaw, with detachment at the tip and center, but remained attached at the base of the hot jaw. The heater wire was observed to be twisted in the center of the heater wire. The silicon insulation on the cold jaw was observed to be completely missing near the tip of the cold jaw, exposing the metal foundation. The visual analysis also reflects what was observed within the attached image provided by the customer. The detached piece of silicon insulation of the cold jaw was not returned for evaluation. The silicon insulation of the hot jaw was observed to be intact, no peeling or cracking was observed. Based on the return condition of the device, the reported failures "material twisted/ben; wire" and "peeled jaw" are confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 tip was broken out of the box. Both the silicon boot and the metal jaw appeared to have been damaged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 tip was broken out of the box. Both the silicon boot and the metal jaw appeared to have been damaged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.